Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer had recently been hospitalized due to a low blood glucose level and a seizure. Caller reported that the customer's blood glucose level was 40 mg/dl at the time of admission. Caller reported that the low blood glucose level was possibly due to the customer going to sleep without eating. Blood glucose level at the time of the call was not provided. No further information was provided.